Event description:
Nellcor puritan bennett rec'd a call from a rep of facility. Facility called to report the following problem: no volume delivered with all leds and constant alarm found during bench testing.